Manufacturer narrative:
Date of event: an exact date was not provided, however they stated (B)(6) 2016. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony toric intraocular lens (model zxt225 +21.5 diopter) was implanted in the right eye of a female patient on (B)(6) 2014. Reportedly, since (B)(6) 2016, halos and visual discomfort strongly affected the patient's daily life. Visual acuity pre-op: subjective refraction: +1,00 (-2,5)90° = 5ad +2,5=p3, automatic auto-refractometer: +2.25(-3.5)87° . Visual acuity post-op: subjective refraction: -0,25 (-0,5)120° = 5f p2f ad+1.5 , automatic auto-refractometer: +0.75(-0.75)119° . The lens was explanted on (B)(6) 2018 and replaced with a zct375 +21.5 diopter. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 03/27/2018 device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the product was cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer''s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.